Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an echocardiogram due to a small right ventricular (rv) lead pericardial effusion. The echocardiogram was done twice and appeared similar. The patient was admitted to the hospital due to shortness of breath and an echocardiogram was done once again which showed tamponade. A pericardial tap was performed which made the pericardial effusions smaller. At this time no lead intervention has taken place. No additional adverse patient effects were reported.